Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient underwent another procedure on (B)(6) 2003 and pelvicol was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2003 by dr. (B)(6) at (B)(6) medical center. It was reported that following insertion the patient experienced infection, recurrence, urinary incontinence, and organ perforation. It was reported that the patient underwent hysterectomy in 2003 at (B)(6) medical center.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency, recurrent uti and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2003 by dr. (B)(6) due to erosion of bladder neck sling.